Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that she called in because she was not sure if her interstim was working right and wasn't sure when to use it. The patient was able to communicate with the ins. After turning stim on, the patient confirmed that stim was comfortable. The patient stated that she was only turning "stimon" at night, and that she was going to the bathroom all day long. Patient services reviewed then she should keep stim on all the time. The patient stated that when she would turn stim on at night, sometimes she would feel stim and sometimes she wouldn't. Patient services reviewed that if symptoms didn't improve, that the patient could increase stim, but that stim should not be increased to a point where it is painful or uncomfortable. Patient services reviewed that if symptoms don't improve, she should follow up with her healthcare provider (hcp). Additionally, the patient reported that on a hot day, they were driving, and she passed out in the car. The patient reported that she went to the emergency room. The patient noted that her mom had tias, so she thought that was maybe what was happening to her. The patient stated that the device had been "goofy" since then, the patient then said the device was "goofy" before that. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient and hcp determined that the patient had a bladder infection which appeared to be resolved according to the patient's letter. There were no further complication reported or anticipated.